Event description:
The user received questionable results for multiple assays on the integra 800 analyzer for multiple patient samples. The user provided results for 42 patient samples. Seven patient samples gave discrepant results. Patient sample 1, initial creatinine result gave 11.5 mg/dl. This result was reported outside the laboratory. The sample was repeated the same day giving 0.7 mg/dl. A corrected report was issued with the repeat creatinine result of 0.7 mg/dl. On (B)(6) 2010, the user repeated the sample which gave a creatinine result of 0.7 mg/dl. Patient sample 2, female, date of birth (B)(6). The initial creatinine result gave 4.2 mg/dl. The initial glucose result gave 52.2 mg/dl. The initial creatinine and glucose results were both accompanied by data flags and were reported outside the laboratory. The sample was repeated twice for creatinine and glucose. The repeat creatinine results gave 0.8 mg/dl twice and glucose results of 103.9 and 100.7 mg/dl. A corrected report was issued with a creatinine result of 0.8 mg/dl and a glucose result of 104 mg/dl. On (B)(6) 2010, the user repeated the sample which gave a creatinine result of 0.8 mg/dl and a glucose result of 102.8 mg/dl. Patient sample 3, male, date of birth (B)(6). The initial glucose result gave 251.3 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated twice giving 89.9 and 87.5 mg/dl. A corrected report was issued with a glucose result of 90 mg/dl. The sample was repeated on (B)(6) 2010, giving a glucose result of 91.3 mg/dl. The initial alt result gave 31 u/l. On (B)(6) 2010, the user repeated the sample twice giving alt results of 10 u/l both times. Patient sample 4, male, date of birth (B)(6). The initial bicarbonate (co2) result gave 48 mmol/l. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated twice giving co2 results of 29 and 28 mmol/l. A corrected report was issued with a co2 result of 29 mmol/l. On (B)(6) 2010, the user repeated the sample which gave a co2 result of 24 mmol/l. Patient sample 5, the initial co2 result gave 23 mmol/l. The sample was repeated giving 22 mmol/l. This result was accompanied by a data flag. On (B)(6) 2010, the user repeated the sample giving a co2 result of 18 mmol/l. Patient sample 6, female, date of birth (B)(6). The initial glucose result gave 58.1 mg/dl. The sample was repeated twice giving 106.8 with dilution and 99.5 mg/dl without dilution. Patient sample 7, the initial co2 result gave 29 mmol/l. The sample was repeated giving 23 mmol/l. The results for patient samples 5, 6 & 7 were not reported outside the laboratory. The user was not alerted that any patients had been treated based on the original results. No adverse events have been alleged regarding these discrepancies. The co2 reagent lot number was 62350501. The alt reagent lot number was 62197601 the glucose reagent lot number was 61943801. The creatinine reagent lot number was 62592001. The field service representative determined the cause was contamination of the water tank and electronic failure of the cleaner valves. He cleaned the water tank and replaced multiple components. Performance testing was performed with all results within specification.